Manufacturer narrative:
Concomitant product: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the patient reported that, since implant, the doctor was never able to get the wires and electrodes where they needed to be to give the patient the best coverage. The patient was reprogrammed many times. In 2012, the patient developed bursitis in the right hip where the ins was located. The patient had a preexisting condition of arthritis. In 2014, the unit started shocking the patient and she stopped using the device. On (B)(6) 2016, the entire system was explanted. Once the ins was removed, the bursitis resolved. It was the patient's belief that the implant was causing muscular problems.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she has gotten shocks, which started slowly occurring and have gradually gotten worse. The patient has not used the implant in over six months and was looking for a health care provider (hcp) who may be able to remove it, since she has other spinal issues including calcification that has required surgery. The patient did not have an hcp. Over two weeks later the patient further reported that progression of spinal problems led to the shocks. The patient was waiting for an appointment with a doctor to resolve the shocks. The indication for use included other chronic/intract pain (trunk/limbs). It remains unknown at this time if any intervention was performed and the outcome of this event. If additional information is received, a follow up report will be sent.